Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow keypad button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad is fully intact but the keypad symbols were found to be worn. Evaluation revealed that the up and contrast buttons were intermittently unresponsive and required multiple hard presses to elicit a response. The down and ok buttons responded appropriately. Evaluation revealed that there was contamination found under all key contacts. Unrelated to the complaint, the lens was found to be scratched.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).